Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the system sometimes stopped . The system was restarted each time it stopped. The case was completed with no harm to the patient.

Manufacturer narrative:
Additional information: the customer did not approve the servicing. Therefore, the service record was canceled. No additional, related information was obtained from the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).